Event description:
On (B)(4) 2016 his battery estimate was 11.9 - 18.1 months but device tripped to eri on (B)(6) 2016. Pt had a gen change on (B)(6) 2017. ICD returned on 03/21/2017. On (B)(6) 2017 called sjm to follow up on the report and was given the completion date of 07/02/2017. Pt was seen again on (B)(6) 2017 and it was noted we still did not receive the report from sjm. Called tech services again to find out they hadn't even started processing the device. We are still unsure of why the sudden battery depletion.